Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 46-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that after the impella was inserted suction alarms and low flows occurred. Troubleshooting was unsuccessful. The impella was exchanged. The new impella had no issues. There was no visible thrombus on the catheter or visible kinks. There was no harm to the patient.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was returned for evaluation. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue under bench test. Data logs were reviewed and confirmed the low pump flow which remained to the rest of the case. The root cause of low flow was most likely due to patient condition as no problem was found on the pump and the failure mode could not be reproduced.